Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected to be the cause of the event, however, the x-rays performed only revealed insufficient lead slack. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.